Manufacturer narrative:
Pharmacovigilance comment: sanofi co comment dated 19 november 2014: this case concerns a (B)(6) female pt who experienced allergic reaction, urticaria, itching and skin ulcer after treatment with synvisc; however, events are temporally related to synvisc, lack of info regarding pt's med history and concomitant medication used by pt precludes the complete case assessment.

Event description:
This solicited device case from united states was received on (B)(6) 2014 from the pt via a pt support program. This case involves a (B)(6) female pt whose face broke out, had a couple of bumps on her back and on the side of her leg/ more and more bumps/little red bumps/ still had some on her chest, a couple on her arms and a few on her legs, it was very itchy/itching like crazy/itching got worse and worse/it was horrible/ they still itch, had little sores on her arms, back, chest, between her boobs, leg and feet, got so dehydrated and was getting loopy while receiving treatment with synvisc and diphenhydramine hydrochloride (benadryl). No past drugs, medical history, concurrent conditions or concomitant medications were reported. On an unk date in (B)(6) 2014 (5 weeks ago), the pt started treatment with synvisc injection (route, dose, frequency, batch/lot number, expiration date, indication for use: not reported) into an unspecified location. On an unk date (next morning), the pt woke up and her face broke out, had a couple of bumps on her back and on the side of her leg. It was reported that it was itchy and as the week went on, the pt had more and more bumps and itching. On an unk date, after the second shot, the pt was itching like crazy so she had to use diphenhydramine hydrochloride gel on the spots and calamine lotion, but they did not stop the itch. It was reported that the itching got worse and worse. On an unk date, after the third shot, it was "horrible," had little sores on her arms, back, chest, between her boobs, legs and feet. It was reported that it was little red bumps, some of them were about the "size of a pencil eraser." Further reported that it was itching so bad that the pt was waking up in the middle of the night and would take 2 diphenhydramine hydrochloride which would help a little, but would knock her out. In addition, it was reported that the pt got so dehydrated from taking all the diphenhydramine hydrochloride that she was loopy and was given a steroid shot 8 days ago and then she only took 1 diphenhydramine hydrochloride. Further stated that the very first bumps were just starting to dry up then, but still had some on her chest, a couple on her arms and a few on her legs and they still itched. No action taken. Not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Seriousness criteria of required intervention for the events of: her face broke out, had a couple of bumps on her back and on the side of her leg/more and more bumps/little red bumps/still has some on her chest, a couple on her arms and a few on her legs, it was very itchy/itching like crazy/itching got worse and worse/it was horrible/they still itch and had little sores on her arms, back, chest, between her boobs, leg and feet.